Manufacturer narrative:
Implant date was not provided. When the requested information becomes available, a supplementary report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, implant fracture was observed after prosthetic restoration